Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that the nurse said that she did not see the hole on the catheter, but she saw a leak in the insertion site, during flushing, after insertion procedure.